Event description:
It was reported that the ventilator generated a technical error indicating a patient category mismatch between breathing and monitoring subsystems. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced and returned for investigation. Control printed circuit board (pcb) controls the breathing pattern for all ventilation modes. The reported technical error indicating a patient category mismatch between breathing and monitoring subsystems was not reproduced during test of the returned control printed circuit board (pcb) in a reference ventilator. The received device logs confirm the reported event. Our conclusion from the analysis of the received device logs, is that the event was caused by a software flow. This software flow has been corrected in later software. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).